Manufacturer narrative:
Device was used for treatment, not diagnosis. Approximate implant was 2011, exact date unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: on (B)(6) 2013, a surgeon tried to remove a previously implanted zero p peek at level c4/c5, but he was unable to remove a size 14 screw securing the device because it had fused to the bone. The surgeon used a second implant, a zero p va, leaving the original zero p device in place. On (B)(6) 2013, the patient was returned to the operating room (or) for removal of hardware. Reportedly the surgeon removed the zero-p implant successfully. The cranial screw could have been removed. The caudal screw not. According to prof. (B)(6) a cold welding has occurred between the screw and the zero p device. Therefore, the screw could not be removed. The caudal screw has been drilled and tried to be removed according to surgery technique guide of dupuy synthes. This did not work out. The angulation of the conical extraction screw was influenced by the chin of the patient. The surgeon tried to drill the zero p screw device away with the anspach. He also tried to remove the screw with the universal screw extraction set of trauma, this was also not successful. This is report 1 of 2 for complaint (B)(4).